Event description:
The customer reported that an 840 ventilator had a blank screen. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing to its functionality.